Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, requiring multiple presses before the device reacted, after which normal function resumed. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no alerts, alarms, or medical intervention. Investigation included user education, monitoring guidance, and troubleshooting performed remotely. Investigation of this case revealed an intermittent mechanical or user-interface performance issue localized to the sleep/wake button, with no corroborating evidence of broader device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the issue during follow-up.